Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had to recharge their ins battery twice a day now when it use to last 24hours. Pt believed they noticed the charge frequency change when their representative increased the intensity of the programming. Pt noted right after that it took longer to charge the ins because when charging the ins it took an hour to charge when starting with no charge to the ins battery. Before it took 30 minutes to charge the ins when starting at 40% battery. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the consumer reported that they were not using it because of the pain and burning.